Manufacturer narrative:
Investigation: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l the plunger was loose and leaked without the patient triggering it. The following information was provided by the initial reporter: "syringe leaked without patient triggering it".

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l the plunger was loose and leaked without the patient triggering it. The following information was provided by the initial reporter: "syringe leaked without patient triggering it".